Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported by a patient family member that the patient has a fractured right ventricular lead. The family member stated detection was programmed off and the lead is only being used for pacing because, the patient's comorbidities do not permit lead replacement. Follow-up with the physician's office revealed that the patient experienced inappropriate anti-tachycardia pacing (atp) due to lead noise about two months earlier. At that time, a lead failure was noted due to the noise - not a lead fracture - and detection was programmed off at the patient's request due to hospice. The pacing portion of the lead remains in use. No patient complications have been reported as a result of this event.